Event description:
It was reported that the patient had the spinal cord stimulator (scs) explanted. The physician explained that she didn¿t think it was because of an infection but more likely the patient¿s body rejected the device. No further information was provided.

Manufacturer narrative:
Concomitant medical products: product ID neu_unknown_lead, serial# unknown, product type: lead. (B)(4).